Event description:
While setting up an indwelling catheter drainage system, the tubing was stuck to the back of the drainage bag. When separating to ensure proper drainage to gravity, the back of the bag stuck to the tubing causing the bag to rip and a whole in the bag. Bag was replaced. And damaged bag was discarded as it was full of urine. Manufacturer response for urine meter foley tray, 350ml urine meter foley tray (per site reporter) [redacted date] - RMA/mailer received at ysc to be sent to (B)(6). It's noted that the sample was discarded by the clinician.